Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where the customer reported that the tube line is blocked. There was patient involvement but harm was not reported as a consequence of this event.

Manufacturer narrative:
The complaint of the tube line being blocked could not be confirmed by investigation. Received one (1) image of the sample in a bag and one (1) image of a packaged syringe needle. No damage can be discerned from the image. No other product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.